Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure, the left ventricular lead had dislodged due to patient anatomy. The lead was removed to reposition it but the lead could no longer be flushed. The lead was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.